Manufacturer narrative:
Examination of the returned product confirmed the complaint; a portion of the perimeter of the black disc has fractured. The spacer is extremely damaged, cracked from the center to the end. The root cause appears to be misuse and heavy usage secondary to wear out after twelve years of use. The lot number ay1204 indicates the instrument was manufactured in december of 2004. Based on the age and condition of the product no corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Trial adapter bottom ring broke off during use.